Manufacturer narrative:
Sample types were bd sst. Dilutions made by the customer of the sample in question were not linear. The samples in question were sent to another lab for additional testing via the vidas method and results were negative. Samples were then analyzed by another lab via the unicel dxi which reproduced the elevated results. Qc data supplied indicates qc was not performed on (B)(4) 2007 or (B)(4) 2007. Two levels of qc were performed on (B)(4) 2007 and were within customer's established range. Only one level qc performed on (B)(4) 2007 and was within the customer's established range. System check data from (B)(4) 2007, (B)(4) 2007, (B)(4) 2007, and (B)(4) 2007 were supplied and all results met specifications. Service details were not supplied. The customer provided one of the patients samples to bci for further testing by cpls. Cpls tested the sample neat and reproduced the values obtained by the customer. The additional of heterophile blocking pool, significantly reduced the values to 0.04ng/ml. Cpls confirmed heterophile interference as the root cause of this event. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2011 - (B)(4) 2011 for additional reportable event/occurrence.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni result below the acute myocardial infarction (ami) cutoff for four samples on one patient generated by the access 2 immunoassay analyzer. The results were discordant to two alternate methods. The erroneous results were reported out of the laboratory and the patient was admitted to the hospital for observation. The patient has since been sent to a specialized heart clinic where a new sample resulted negative via alternate methodology. Bci has not received any report of death, injury, or change to patient treatment associated or connected with this event.